Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient female who underwent primary breast augmentation with a mentor memory gel 650cc silicone prosthesis experienced left sided deflation, and capsular contracture baker grade iii, and right sided implant has issue with inferior descent post procedure. A physical examination was performed by a physician and capsular contracture was diagnosed. Additionally, during surgery it was discovered that the left implant was ruptured. As a result, bilateral replacements as follow left) cat#: 3505590bc / sn (B)(4), right) cat#:3505590bc / sn#: (B)(4)" performed on (B)(6) 2020. This report belong to right prosthesis.